Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a no delivery alarm during a basal. The customer also reported there were no drips of insulin present during a fixed prime. The customer also reported insulin did not exit with a manual prime. The customer's blood glucose was unknown. The reservoir will not be returned for analysis.